Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: no batch#/sample available.

Event description:
It was reported that bd needle integra¿ 25x5/8 rb tw the needle broke in site of verbatim: "xxx claim # (B)(4) consumer using bd integra 25g - 5/8"and feels the needle broke in his site occd date (B)(6) 2018. Did see his doctor. The doctor did a visual on the site no xray. Doctor advised to see if the needle comes out on its own rather than retrieve it from site. This consumer in december took the syringe apart after noticed word retracting on the packet saw only the spring that fell to the floor. Claims to have not seen the needle and feels its still in his leg. I called this end user (B)(6) 2019 he was not with the package for item number or further questions. Tried calling consumer a 2nd time (B)(6) 2019 and left a message with bd cares phone number to call with the product info as we discussed the day before".

Event description:
It was reported that bd needle integra¿ 25x5/8 rb tw the needle broke in site of verbatim: "xxx claim # 30191691542-0001 consumer using bd integra 25g - 5/8"and feels the needle broke in his site occd date december 2018. Did see his doctor. The doctor did a visual on the site no xray. Doctor advised to see if the needle comes out on its own rather than retreive it from site. This consumer in december took the syringe apart after noticed word retracting on the packet saw only the spring that fell to the floor. Claims to have not seen the needle and feels its still in his leg. I called this end user 2.28.2019 he was not with the package for item number or further questions. Tried calling consumer a 2nd time 3.01.2019 and left a message with bd cares phone number to call with the product info as we discussed the day before. "

Manufacturer narrative:
The following fields have updated with corrections: medical device manufacturer: becton dickinson medical systems - canaan medical device catalog #: 305269 unique identifier (UDI) #: (B)(4). Manufacturing location: becton dickinson medical systems - canaan PMA / 510(k)#: k011103.